Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reverted to manual injections for insulin therapy. Additionally, it was also reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. As well, the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to continue trouble shooting the issues, however, the customer never responded to the attempts. Customer¿s blood glucose level was 301 mg/dl.